Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported difficulty opening the clip was not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for the reported difficulty opening the clip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while attempting to open the clip in the left atrium, the clip sprung open to an inverted position; if were to reoccur, this has the potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la). The device was unlocked and the arm positioner was turned in the open direction but the clip did not open. The arm positioner continued to be turned until the clip sprung open into inverted position. Troubleshooting was performed which included closing the clip and attempting again but when the clip was attempted to be opened, the issue occurred again. The decision was made to replace the cds. A new device was used to continue the procedure. Two clips were implanted, reducing the mr to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.